Manufacturer narrative:
The navio, anspach drill, part number 101209, serial number (B)(6), intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was confirmed. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem of noise was confirmed. However, the complaint device did not experience overheating or an e2 error. A review of manufacturing records indicate the device met all specifications upon release into distribution. The most likely cause of this event is component failure. A complaint history review for similar reported/confirmed complaints has identified prior events. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that while in the drill test during navio preventative maintenance, the anspach drill would click, heat up and the anspach console would throw an error. The burr, long attachment and collar were locked in place securely. There was no patient involvement. No other complications were reported.